Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Follow up information received identified the patient had her scs ipg removed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's scs ipg was non-functional. Reportedly, the patient stopped charging the scs ipg approximately a year ago because the patient complained the stimulation was not covering all of her pain area. Surgical intervention may be taken to address the issue.